Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. 2 events were reported for this quarter. 2 devices were received. 2 events were confirmed. 1 device was found to be affected by chipping paint and corrosion. 1 device was found to be affected by chipping paint and compromised lubrication. This device is not repairable and was not returned to the user facility. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 2 malfunction events in which the device overheated and had missing paint chips. There was no patient involvement; no patient impact.